Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to poor sensing numbers. New rv lead implanted in different position for improved qrs morphology. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.